Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to insulation damage. It appeared that the affected area was around the insertion into the subclavian. No additional adverse patient effects were reported.